Event description:
Inbound call from representative stating pt is having problems with syringe not loading in pump correctly. Rph recommended pump replacement, rep to assist with scheduling. Unk if the patient still has the device on hand in case a return is requested. Unk if a case was missed or if an adverse event was suffered. No other information, dates, or details are known or were reported. Reported to (B)(6) by pt/caregiver.